Manufacturer narrative:
This report is being filed on an internation product, list number 6c29, that has a similar product distributed in the u.s., list number 6l27. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Event description:
The account generated false reactive architect havab-igg on a patient sample that repeated nonreactive using two different architect analyzers. Patient 1 tested architect havab-igg reactive ((B)(6)) but repeated nonreactive (B)(6)). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect havab-g, list 06c29-20, manufacturing site of (B)(4) to architect i2000, list 08c89-01, manufacturing site of (B)(4) USA. MDR number 1628664-2013-00234 has been submitted and all further information will be documented under that MDR number.